Event description:
Pt took the blood glucose reading and obtained a 1.0 mmol/l fasting. Pt was having symptoms, which consisted of feeling, dizzy, weak and shaky. Pt ate breakfast (bread and jam) and tested again (1 hour after the first test) and obtained a 1.0 mmol/l. The pt was still feeling the symptoms of low blood sugar and mentioned that it lasted most of the day. An hour after the 2nd test, pt took another reading and it was still 1.0 mmol/l. Pt called the md who advised to eat some sugar and he called the paramedics for the pt. When the ambulance arrived, they took the pt to the ER. Hospital tested pt on their meter (brand unk) and obtained a reading of 14.0 mmol/l. Pt was put on IV to flush the sugar out in the ER and was also given a urine stick test. The result on the urine stick was 5.0. Pt was in the ER for about 4 hours. Customer service, found out that strips did not match the code on the meter. Pt reported never to have changed the code number on the meter.